Event description:
Event description guidant received information that noise was noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise cannot be reproduced with pocket manipulation and isometrics. The patient is pacemaker dependent and when the noise occurs, pacing is inhibited. However, the patient has had no symptoms as the episodes have occurred while the patient was sleeping.

Event description:
Guidant (now boston scientific crm) received information that non-reproducible noise was noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The patient is pacemaker dependent and when the noise occurs, pacing is inhibited. However, the patient has had no symptoms as the episodes have occurred while the patient was sleeping. Technical services (ts) reviewed the faxed electrograms and noted one looked like emi, and the other like noise on the right ventricular (rv) channel only. Ts stated that the device may be picking up myopotentials due to snoring. The rv channel had been set to least sensitivity; however, the physician is hesitant to leave it at this setting. The physician will be replacing the rate/sense portion of the rv lead with the left ventricular (lv) lead as the patient no longer requires lv pacing. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, this device was replaced due to normal battery depletion, and returned to boston scientific for analysis. Laboratory analysis of this device is currently in progress. This event will be updated as additional information becomes available. An initial visual inspection of the device noted holes in both df and lv- seal plugs. The device was then subjected to a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was electrically within specification and met labeled longevity expectations. This event will be updated if any additional information becomes available.